Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes had erroneous results. The following information was provided by the initial reporter: "when testing hcg and infectious disease projects, about 30 samples were tested with large deviations. After the second centrifugation, the results returned to normal.

Manufacturer narrative:
H.6 investigation summary : bd received samples for investigation. The samples were evaluated and the indicated failure mode for erroneous result with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues relating to erroneous result were observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see h.10

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes had erroneous results. The following information was provided by the initial reporter: "when testing hcg and infectious disease projects, about (B)(4) samples were tested with large deviations. After the second centrifugation, the results returned to normal.